Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that whilst performing a biopsy an incident occurred and the patient experienced bleeding afterwards.

Manufacturer narrative:
The customer was contacted several times in order to obtain the equipment for investigation. Unfortunately all attempts to obtain the equipment were unsuccessful and no further action is possible at this time.